Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: there was no damage found to the keypad cover. All keypad buttons were found to be responsive to button presses. The button keypad cover was removed and no contamination was found under the key contacts. Unrelated to the complaint, the pump case was removed; the solder joint was cracked at the piezo. A test cover was installed and the audible tone responded per normal operation. The returned battery cap was used to complete the investigation.